Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge as well as not completing the cartridge air removal step prior to filling the cartridge. Tandem technical support educated customer to always use room temperature insulin to fill the cartridge as well as to remove air from the cartridge prior to filling. Customer then declined to troubleshoot the issue with tandem technical support further, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.